Event description:
A patient was brought into the cath lab from the ER and was being paced by a lifepak 20 defibrillator that belonged to the ER. The device, except for the electrodes, was swapped out with the lp20 from the cath lab and pacing and the ECG disappeared. She said she thought there was a message on the screen but she couldn't recall it. The device was swapped out with the device from the ER and pacing continued. No adverse affects to the patient were reported as a result of the alleged malfunction.